Event description:
Reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024 , it was reported that the patient faced infusion set was leaking at quick release site. The infusion set was in use for 3 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). E1:(B)(6). H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.